Event description:
It was reported that: (B)(6) 2023, the doctor found the swg difficult to advance prior to the patient in the clinical room.

Manufacturer narrative:
(B)(4). The report that the guide wire kinked during use could not be confirmed through complaint investigation of the returned sample. The customer returned one, opened cvc kit including one guide wire within its advancer, an arrow raulerson syringe (ars), and an 18ga introducer needle for analysis. Signs of use were observed on the guide wire. The guide wire was observed to have no kinks on the body. The distal j-bend was not misshapen and was intact. Both welds were present and were observed to be full and spherical. No other defects or anomalies were observed on the returned components. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on these circumstances, no problem was found. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: (B)(6) 2023, the doctor found the swg difficult to advance prior to the patient in the clinical room.

Manufacturer narrative:
(B)(4). In section d provided the full UDI #. UDI related data quality updates only.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: 27 oct 2023, the doctor found the swg difficult to advance prior to the patient in the clinical room.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: (B)(6) 2023, the doctor found the swg difficult to advance prior to the patient in the clinical room.